Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been hospitalized. The customer requested tandem technical support's (cts) assistance to view the bolus rates under the profile settings. The customer did not provide further information regarding the event. Although cts requested additional information, the customer did not reply to the requests.